Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray confirmed the lead was fractured. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicates the patient's lead was not fractured. The lead was confirmed to have migrated by x-ray. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced.

Manufacturer narrative:
Correction: b1 product problem should not have been checked off. B5 describe event has been corrected. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.